Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure when the foreign material adhered to the scope. Additionally, there was no delay in the start of pre-cleaning, the customer did flush the nozzle with water and air, they wiped the nozzle with clean lint-free cloths and flushed the nozzle with detergent solution, and there were no abnormalities reported in the accessories used for reprocessing the device. The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle. The customer's originally reported issue of leak was confirmed. The following additional findings were also noted: wear of the angle wire, assorted chips, cracks, discolorations, peeling, dents, scratches, and wrinkles/buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that their evis lucera elite colonovideoscope had a leak. Upon inspection and testing of the returned unit, foreign objects were found in the nozzle of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.